Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted and replaced due to a product performance issue.

Manufacturer narrative:
(B)(4) 2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approx. 12 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, approx. 15.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Blood penetrated the lead in this area. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The values of the parameters measured during the electrical and mechanical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.